Manufacturer narrative:
The reported events were lead dislodgement, inappropriate high voltage therapy, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The reported event of inappropriate high voltage therapy was not confirmed. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that inappropriate therapy was delivered due to dislodgement of the right ventricular (rv) lead. X-ray imaging was performed, dislodgement of the rv lead was observed and the helix was not extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.